Event description:
During the procedure, a perforation was noted at the lateral base of the left atrial appendage. After completing an atrial fibrillation ablation procedure, and while checking pulmonary vein isolation, pressure dropped. An intracardiac echo revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The ablation procedure was complicated by the hemorrhage pericardial effusion and repair of left atrium perforation there were no performance issues with any abbott devices.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The analysis of the log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation event remains unknown. Upon further review of the reported event a serious injury that did not involve a malfunction which occurred during an open ide will be reported by clinical safety under 21cfr 812.